Event description:
It was reported the patient experienced an infection. Perioperative antibiotics were administered. The date of onset/diagnosis of infection was (B)(6) 2013. The signs and symptoms of infection were noted as drainage. The patient experienced drug withdrawal symptoms noted as spasticity. The location of the infection was the lumbar region. A culture was obtained from the device pocket and the cerebrospinal fluid. The organism cultured was gram positive (B)(6). The treatment for the infection was IV antibiotics and total device system explant. The patient¿s last refill was on (B)(6) 2013. The patient outcome was noted as the infection was resolved. The pump was delivering lioresal

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no anomaly found.